Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that their blood glucose was 2 mmol/l and the sensor glucose was 8 mmol/l. Customer received a calibration error at the time of the call. Customer was advised to calibrate before breakfast, lunch, dinner, and going to bed. Customer inserted a sensor 1 day ago in their belly. Customer will continue monitoring and call back if the issue is not resolved.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.